Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right ventricular (rv) causing pacing inhibition with greater than two seconds of asystole. This inhibition caused the patient to experience dizziness. A high out of range pacing impedance measurement of greater than 2000 ohms on the rv channel was also noted. No changes were made and the pacemaker remains implanted and in service. No adverse patient effects were reported.